Event description:
Olympus (ompp) was informed that the evis exera duodenovideoscope was returned to the regional repair center for a reported ¿broken tie rod and toe¿ during an unspecified event. Upon inspecting and testing the scope, the service technician found the light guide lens at the distal end has debris and the adhesive is deteriorated and partially worn off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found the light guide lens at the distal end has debris and the adhesive is deteriorated and partially worn off. Additionally, the elevator is cut and has not function. The objective lens is chipped. The universal cord has buckling, discoloration and scratches. The scope was last serviced via repair in (B)(4) 2017. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that dirt entered the lens because the gap was generated at the lens glue by physical stress, chemical stress, etc. A definitive root cause cannot be identified. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·reprocessing manual_ general policy this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Olympus will continue to monitor the field performance of this device.